Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the mega needle driver instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified while suturing. The instrument's cable was broken in half. No fragment fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed. The procedure was completed with a backup instrument.